Event description:
It was reported through remote transmission that the patient presented symptoms of intermittent bradycardia. Upon review, intermittent undersensing was observed subsequently causing inappropriate atrial pacing. Programming changes were made and av node ablation was performed. Patient is in stable condition.